Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was concerned about the amount of insulin the bolus calculator recommended. While discussing the issue with tandem technical support, the contact noticed the amount entered was 55 grams instead of 5 grams. The contact made the correction and was able to bolus without issue. The customer did not administer bolus calculated from incorrect carb entry. There was no information provided regarding the customer's blood glucose level.